Event description:
The customer reported her blood glucose reached 388 mg/dl less than 2 days after the pod was activated. She noticed the cannula had slipped out of her skin.

Manufacturer narrative:
The product was not returned for eval. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.